Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the pump stop could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The complainant reported pump stopped during use of the device. The pump was removed, and the patient was managed medically without the need for an additional impella. No patient harm was reported.